Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was in and out of the hospital a few times due to a diabetic ketoacidosis. His blood glucose levels were above 650 mg/dl. The customer received a motor error and a no delivery alarm. He also experienced low blood glucose levels. The customer had to reprogram his insulin pump over and over again to raise his target because he kept going low. The product will return. Nothing further to report.